Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has device error and needs a sys check. There was no reported pt involvement and/or impact.